Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited fluctuating impedance measurements of less than 20 ohms as well as greater than 125 ohms. Post implant of new device, this lead failed to convert during testing. Boston scientific technical services was consulted and suggested turning off the external cautery machine and that alleviated all impedance issues.